Manufacturer narrative:
The device was not returned for evaluation. There was no allegation of device failure. The risk of pneumothorax is documented in 105-000198-01, rev e, monarch bronch risk management report. Based on the information available for this event, the root cause is related to a known inherent risk of the device and procedure as documented in the device labeling.

Event description:
It was reported that after a monarch-assisted bronchoscopy procedure the patient experienced a pneumothorax. The target and pneumothorax location were in the right middle lobe (rml). A chest tube was placed in the patient and the patient was hospitalized. The patient was discharged two days after being hospitalized.